Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using two proglide devices after an ablation procedure using a 9f sheath. No femoral imaging was performed. No pre-close technique was used in a large-hole puncture site. Reportedly, a cuff miss [suture retrieval issue] was noticed for the first device. Another proglide device was used with the suture becoming stuck in the o-ring. The suture was cut to remove the device. A third proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Additionally, it should be noted that the perclose proglide IFU states: for venous sheath sizes greater than 8f, the pre-close technique is required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.